Event description:
It was reported that the t:slim x2 pump battery would not charge, with the issue occurring over a span of three days, although it eventually began charging initially but not on the latest attempt. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to plug the wall adapter into a known working outlet for at least 30 minutes, which resolved the charging issue. Despite resolving the problem, due to its recurrence multiple times, tandem support decided to send replacement charging supplies to the customer, who was then advised to follow up if the issue persisted.